Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed failed battery test. Customer cannot recall the blood glucose reading. Troubleshoot was performed. Customer states the battery has not been used before in pump or another device. Customer used new battery but the alarm reoccurred. Customer has not tried a replacement battery cap. New battery cap will be sent. Customer was advised to monitor the pump and revert to back up plan until battery cap arrives. Customer said the insulin pump passed with (B)(6) battery but the insulin pump failed with (B)(6) battery. Insulin pump will not be returning.